Event description:
Indication: common variable immunodeficiency, unspecified; common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; nonfamilial hypogammaglobulinemia. Pt's wife stated infusion yesterday should have been 3.5 hours but ended up being 5 hours due to error messages on pump. Pt completed infusion with gravity tubing. Curlin tubing was getting bubbles or air in the line and then curlin pump kept giving error messages. Error messages not specified. No missed dose or adverse event reported due to product issues. Serial number and expiration date of pump not provided. Pharmacy to replace pump. Return material sent for pump return. Lot number and expiration date of tubing not provided. Unknown if pharmacy is replacing tubing. Tubing is not available for return. No further info. Reported to (B)(6) by pt/caregiver.